Event description:
Sling slipped upward causing the lift to sway. Lift did not tip over. Pt was lowered to floor by a cna and lpn. The lpn was not in the room when the pt initially slipped. The lpn did not see the pt strike any objects.